Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 504 mg/dl at the time of incident. The customer¿s current blood glucose value was 400 mg/dl. The customer experienced urinary tract infection and thirsty due to high blood glucose. The customer did not provide information treatment. Customer stated location of the leak was infusion set site. Customer was able to change the infusion set. The insulin pump will not be returned for analysis.